Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and confirmed the customer's reported issue and replaced the motor controller board. The stm then tested and calibrated the iabp unit and completed all safety, functionality, and calibration checks. All tests passed to factory specifications, and the iabp unit was released to the customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) experienced an electrical safety test failure. It was later clarified that the iabp unit generated an "electrical test fails code #50" message. It is unknown under which circumstances this event occurred; however, there was no patient involved and no adverse event reported.